Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation dislodgement and high threshold were not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. However, the helix difficulty was confirmed as helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. Further, known inherent risk was based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) which is deemed a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. In addition, helix was not cooperating, and physician opted to implant new lead. No additional adverse patient effects were reported. Additional information from the field indicated that the dislodgement was confirmed through fluoroscopy and x-ray. In addition, lead also exhibited high threshold.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. In addition, helix was not cooperating, and physician opted to implant new lead. Lead was explanted. No additional adverse patient effects were reported. Additional information from the field indicated that the dislodgement was confirmed through fluoroscopy and x-ray. In addition, lead also exhibited high threshold.